Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.4, d.6b, d.8, g.1, h.6.

Event description:
Healthcare professional reported a left side "deflation". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: b.5., d.4.

Event description:
Manufacturer of device is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "deflation" of a silicone gel filled device. Device has been explanted.